Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to infection and pain and knee components were removed and replaced. During the revision procedure, the surgeon attempted to engage an augment with the femoral component of the corresponding size, but the augment would not sit flush. A smaller augment was utilized and the revision procedure was completed without significant delay. There was no injury to the patient as a result.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.